Event description:
Just before 0400, the rn and pca had completed a patient bath post bowel movement. While cleaning the patient, the patient was moving her legs and squirming but the staff was able to keep her on her side for a sheet change. There were no observed incidents involving the impella catheter at this time. Patient was returned supine with pillow under right side. The rn began a sterile dressing change at about 0405. While the rn was taking down the old dressing, the impella controller alarmed "air in line". The rn observed a kink in the tubing and the alarm was resolved. At approximately 0409, the controller alarmed "purge system open". At this time, the rn assessed the tubing again and noticed purge fluid leaking from the translucent yellow connection which was connected by the blue disc of the glucose filter module. The rn manager was called to the bedside and the issue was assessed. Noticed that the male portion near the translucent yellow connection appeared snapped and a piece of the clear connector was lodged in the female portion near the blue disc. Abiomed support line called and spoke with rep who instructed us to cut off the glucose filter and connect the dark yellow to a blunt tip 18-20 gauge needle. We cut the one inch line between the 0.2 micron filter and inserted the needle into the remaining portion of the one inch tubing. Impella flow, purge flow, and purge pressure returned to the pre-incident level. Per abiomed rep, he will report it to the team and they will follow up today.